Manufacturer narrative:
Film evaluation summary: the exact cause of the thrombus observed within the right limb could not be determined from the limited films provided. Pre-implant anatomy is unknown, and images during implant <(>&<)> current CT¿s were not available for review. It is possible that this was anatomy related due to stent graft placement within a constricted/calcified anatomy, with possible resulting stent graft compression and/or kinking. This may also have been caused by a patient condition: poor distal runoff, an unknown coagulopathy that is now presenting, or a previous history of pad. The cause of the earlier reported occlusion also could not be determined, but may have been caused by the reported stent graft narrowing due to the anatomy of the common iliac. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Exact date of event unknown. Film evaluation summary: the cause of the reported occlusion also could not be determined, but may have been caused by the reported stent graft narro wing due to the anatomy of the common iliac. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm of unknown size. It was reported on an unknown date a non-mdt stent was placed in the stent graft limb etlw1613c93e on an unknown date as there was narrowing of the stent due to the anatomy of the common iliac. Per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine.